Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection/sepsis; it was noted that procedure went well. The patient stayed for observation overnight and intravenous antibiotics were administered. This implantable cardioverter defibrillator (ICD) was explanted. There were no additional adverse effects reported.